Event description:
During set-up in the or for ankle arthrodesis, 2 flanges broke off 2 different reamer heads as the reaming-irrigating-aspirating (ria) system was being assembled. A 12mm head broke, then a 12.5mm head broke. Reportedly the metal flanges broke where the head attaches to the plastic tubing. The shaft and tubing did not break. All broken fragments were reportedly retrieved. Surgeon then used a 3rd ria reamer head, which assembled with no further problem. Surgeon completed the procedure. This is 2 of 2 reports for the same event, complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and a lot number was not provided.